Event description:
It was reported that the ilet touchscreen cracked after the belt clip detached and the device fell, rendering the screen unusable and the device inoperable; the device had been synced prior to shut down, and a replacement was shipped with the original to be returned. Investigation included customer interview and device replacement logistics. Further investigation of this case revealed physical damage to the touchscreen consistent with accidental drop and a broken screen. No user injury reported as a result. Outcomes included interruption of therapy until replacement was provided. It was concluded that the event resulted from accidental damage and not from a device malfunction.